Event description:
It was reported that the device would not power on with a good battery. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported problem. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control determined the most likely cause for the issue to be the main pcb assembly. However, physio was unable to further investigate the reported issue as the customer declined physio-control's repair offer. The device was returned to the facility in the observed condition and has been removed from service. The customer plans to purchase a replacement defibrillator for the facility. A conclusive cause of the reported issue could not be determined.